Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt that was generated by the access 2 instrument. The elevated accu tnl result was 1.30ng/ml. The result was reported out of the lab. The customer re-centrifuged the pt original sample and re-tested for accu tnl. The result was 0.07ng/ml no additional event info was provided. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.